Event description:
It was reported that the patient presented in clinic for initial implant procedure. Upon interrogation post procedure, it was suspected that the right ventricular (rv) leadless pacemaker (lp) exhibited premature battery depletion. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that the premature battery depletion reported on the right ventricular leadless pacemaker was due to patient's elevated heart rate. No further patient consequences were provided.